Manufacturer narrative:
Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central valvular insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper valve and root assessment, including the use of echo and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the exact cause of the transvalvular and paravalvular regurgitation are unknown; however, the information provided indicates the central leak may have been caused by the overexpansion of the valve and the pvl may be a result of implanting the valve within the rigid mitral ring structure and the mechanisms described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, during a transseptal mitral valve in ring case the 1st delivery system, esheath, and thv had to be discarded because the operators lost wire access in the lv. They were unable to cross the ring with the wire, therefore, we had to remove the entire system. The 2nd delivery system and thv were successfully implanted inside the mitral ring; however, there was moderate pvl and central leak noted. The physician had a 3rd system prepped. Another 29mm s3u valve was implanted successfully the echo cardiologist had a hard time grading the central leak after 1st implant. It was hard to differentiate the pvl from the central. After viv the central was graded as trivial-to-mild. Prior to discharge, it was mild. The cause of the central leak is unknown but it was assumed it was due to overexpansion of the s3 (29 s3 + 6 cc). A plug in the lateral commissure was placed to reduce the moderate-severe pvl. The patient is back in the hospital as an inpatient with symptoms of chest pain and shortness of breath. When factoring in both the pvl and central leak, the regurgitation is graded as moderate. The patient was symptomatic before the procedure. He now has moderate pvl, mild central leak with pulmonary congestion. His last echo demonstrated an ef of 50%, moderate pvl, and mild central leak. The patient will be placed in hospice.

Manufacturer narrative:
Corrected and added information to b.5 and b.7 based on medical records received.

Event description:
As reported, during a transseptal mitral valve in ring case the 1st delivery system, esheath, and thv had to be discarded because the operators lost wire access in the lv. They were unable to cross the ring with the wire, therefore, we had to remove the entire system. The 2nd delivery system and thv were successfully implanted inside the mitral ring; however, there was moderate pvl and central leak noted. The physician had a 3rd system prepped. Another 29mm s3u valve was implanted successfully the echo cardiologist had a hard time grading the central leak after 1st implant. It was hard to differentiate the pvl from the central. After viv the central was graded as trivial-to-mild. Prior to discharge, it was mild. The cause of the central leak is unknown but it was assumed it was due to overexpansion of the 29mm s3 valve (plus 6 cc). Two plugs were placed to reduce the moderate-severe pvl. This significantly reduced the degree of mitral regurgitation. Tee at the time of implantation showed moderate mitral regurgitation with components of both central leak and pvl. The patient tolerated the procedure relatively well. The patient is back in the hospital as an inpatient with symptoms of chest pain and shortness of breath. When factoring in both the pvl and central leak, the regurgitation is graded as moderate. The patient was symptomatic before the procedure. He now has moderate pvl, mild central leak with pulmonary congestion. His last echo demonstrated an ef of 50%, moderate pvl, and mild central leak. During the patient's stay, the patient did not tolerate IV diuresis very well. Patient became very deconditioned and continued to be very short of breath. The patient will be placed in hospice.

Manufacturer narrative:
A DHR review was performed and did not reveal any issues that may have contributed to the complaint event.